Event description:
It was reported a patient alert occurred. Upon device interrogation it was noted the alert occurred due to high superior vena cava (svc) impedance on the right ventricular (rv) lead. Isometrics were performed and were negative. The alert and coil were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was loss of bipolar and unipolar capture and stimulation occurred. It was further reported there was a confirmed fracture, high/undefined impedance as well as noise and an elevated sensing integrity counter (sic). Noise was able to be reproduced with isometrics and normal arm movements. The lead has been programmed off and replacement procedure is planned.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.